Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-solitaire (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperform (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperglide (lot: unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperform (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperglide (unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperform (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperglide (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: hurtado-ortiz, k. D., ortiz-giraldo, a. F., d vera-camargo, d., valenzuela-santos, c., cardenas-sanchez, s. A., correa-ruiz, p. A., ferreira-prada, c. A., galvis, m., vargas-pérez, o., serrano-gómez,. Comparison of clopidogrel and ticagrelor for dual antiplatelet therapy of patients with unruptured cerebral aneurysms undergoing endovascular treatment. World neurosurgery 2023. Doi:10.1016/j.wneu.2023.06.063 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hurtado-ortiz kd, ortiz-giraldo af, d vera-camargo d, et al. Comparison of clopidogrel and ticagrelor for dual antiplatelet therapy of patients with unruptured cerebral aneurysms undergoing endovascular treatment. World neurosurgery. 2023;177:e408-e414. Doi:10.1016/j.wneu.2023.06.063 literature was reviewed regarding the study titled "comparison of clopidogrel and ticagrelor for dual antiplatelet therapy of patients with unruptured cerebral aneurysms undergoing endovascular treatment." The time frame of this study was between april 1, 2015, and december 30, 2020. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline stent (58), solitaire stent (22), hyperform balloon (12) and hyperglide balloon (2). Two deaths occurred in the study population: -one patient in the group treated with clopidogrel and aspirin had a hemorrhagic and a thrombotic complication during the procedure. The hemorrhagic complication was a subarachnoid hemorrhage (fisher IV), and the hemorrhage resulted from the right internal carotid artery rupture secondary to stent placement. This patient had reconstruction of the artery during the procedure but presented with stent thrombosis with subsequent refractory neurogenic shock. These complications led to the patient¿s death. These complications are not associated with the patient¿s antiplatelet therapy. - another patient presented with fisher grade ii, hunt and hess grade ii subarachnoid hemorrhage adjacent to a second aneurysm occurring 1 month after postoperative discharge. A second embolization was performed, but the patient presented with focal epilepsy 2 days later. Anticonvulsant treatment was prescribed leading to the recovery and discharge of the patient. However, the patient was admitted again with a difficult-to-manage status epilepticus and septic shock refractory to vasoactive support and subsequently died. Among patient adverse events included: -thrombotic complications: 1 thrombotic complication during the procedure (0.81%) in the clopidogrel and aspirin group and 4 thrombotic complications (3.15%) during the 6-month follow-up in the clopidogrel group. Three of these patients developed thrombosis within 48 hours following the procedure. One of these patients had an occlusion in the artery of precentral sulcus secondary to thrombus migration. Another patient developed a 100% occlusion of the anterior cerebral artery and the recurrent huebner artery due to thrombus. This patient developed an in-stent occlusion in the anterior cerebral artery. The pru values for these patients were 110, 152, and 148, respectively, and all of them underwent intravenous tirofiban infusion with successful recanalization. These patients had their dapt modified, including ticagrelor and aspirin. During follow-up, they did not present with new thrombotic events. The remaining patient presenting with a thromboembolic complication in the following 6 months had a stroke that occurred 6 weeks following the procedure due to occlusion of the right anterior choroidal artery. The artery was covered by a flow diverting stent for the initial treatment. This patient had a modified rankin scale score of 3 at 1 year. -hemorrhagic complications: 1 hemorrhagic complication during the procedure (0.81%) in the clopidogrel and aspirin group, 4 hemorrhagic complications (3.23%) during the 6-month follow-up in the clopidogrel group, and 1 hemorrhagic complication (4.17%) in the ticagrelor group. Types of hemorrhagic complications: intraparenchymal hemorrhage, hematoma at the puncture site requiring surgery, self-limited rectal bleeding, self-limited gingival bleeding in the clopidogrel group, and hematochezia with severe anemia in the ticagrelor group.